Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose which was 42 mg/dl and treated it with food. Customer stated that their blood glucose had gone down from 142 mg/dl to 42 mg/dl in 1 hour. Customer alleged pump was over delivering as customer performed a temp basal at 50% for an hour and then experienced a low blood glucose. Customer's current blood glucose value was unknown. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for further analysis.